Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing high blood glucose levels of 500 mg/dl. Advised customer to disconnect from device. Customer declined further troubleshooting. Nothing further reported.